Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that she was not using auto mode at the time of high blood glucose event. The customer stated they received insulin flow block alarm. Customer was assisted with troubleshooting and insulin exited. Customer reported that the cannula was bent. The insulin pump was not returned for analysis.